Manufacturer narrative:
Explant date is approximate.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to urethral erosion at the cuff site. It was suspected the erosion may have been related to the patient previously undergoing chemo and radiation therapies. Approximately six months later, a new aus was implanted. No patient complications were reported.

Manufacturer narrative:
Explant date is approximate.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to urethral erosion at the cuff site. It was suspected the erosion may have been related to the patient previously undergoing chemo and radiation therapies. Approximately six months later, a new aus was implanted. No patient complications were reported.